Manufacturer narrative:
The reagent lot number is 83084801, with an expiration date of 30-jun-2025. The calibration was reported to be acceptable. The qc results were within the specified ranges. The field service engineer (fse) inspected the analyzer, replaced the cuvettes and pump membrane, adjusted the sample and reagent probes, and checked the wash station. The investigation determined that the event was consistent with an instrument-related issue. The investigation determined that the service actions resolved the issue. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatine kinase-mb (ckmb) result from one patient sample tested on the cobas 8000 core unit. The initial result was 91.1 u/l. The repeat result was 12.7 u/l. The initial result was deemed incorrect and not reported outside of the laboratory, as it did not match the patient's clinical diagnosis.